Event description:
Reporter alleged discrepant blood glucose values of 527 mg/dl back to back with a result of 231 mg/dl when testing was performed on the advantage system. Customer stated not having any high or low glucose symptoms at the time of testing; however, did not provide the location of the testing or give an exact time between tests other than the reference to back to back. As a result, no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.